Manufacturer narrative:
Additional information: the lot code for the recharge base is dd9245l1 and the lot code for the brush handle is dd9243l1. The recharge base was manufactured on september 2, 2009 and the brush handle was manufactured on august 31, 2009. The return product was manufactured prior to first production lot and was intended for demonstration purposes only. The product is clearly identified as a sample and not for personal use. The label on the back of the recharge base statinf "sample only not for personal use" is still intact. Lot code on the brush is the same configuration as the recall lots.

Event description:
Consumer reports malfunction. Rechargeable base burnt; no injury associated.